Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery alarms from the insulin pump. The customer's blood glucose reading was 327 mg/dl. The customer stated that she changed out her insulin and kept getting no delivery alarms from the pump. The customer stated that she primed the pump and it alarmed no delivery. The customer stated that she changed everything and the no delivery alarm as well. The customer stated that the alarm was resolved by a complete set change. The customer does not want to return the set and reservoir for analysis.